Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing via a merlin at home transmission and was noted on a stored egm. The device was reprogrammed and the oversensing issue was resolved.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.